Event description:
A customer had a problem with the pas stockings. The customer states "upon removal of pas stockings pt was noted to have bilateral bruising of the lower legs where the stockings had been."